Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, dented air detector, peeled dso seal, and a corroded battery compartment. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was the uso sensor. The uso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. There was no patient involvement.